Event description:
It was reported that about 1.5 - 2 weeks ago patient thought he had the flu and was sick for three days, had pain in the back and really thought it was the pump. Today was patient¿s due date for a pump refill but his doctor was away and patient was provided with a new due date of monday. As of today patient was the worst ¿it¿s ever been, started today real bad¿. Per reporter ¿what happens is that the pump was not working right, something¿s wrong¿. Patient had started going through withdrawal and right now he was at the first stage of withdrawal: ¿legs blew up, hands blew up, tongue is awful, taste is awful, pain is starting to come, it¿s the worst it¿s ever been in the last two weeks since it started¿. Drug delivered via the device was dilaudid. Per reporter patient had enough drug because his due date was not until june ¿somewhere a quarter ways, (B)(6) but the physician has to change it before ninety days because of dilaudid¿ because per patient¿s physician ¿it crystallizes and sometimes you can have trouble with it¿. Patient was however still not even at the ninety days, that would be in another few days. There were no falls or trauma, and patient had experienced withdrawal before where the catheter was changed (please see MFR report #3007566237-2013-02106) so patient ¿didn¿t know what was going on with the pump¿. Patient was going through worse withdrawals since he had the pump and was considering going to the ER. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk; catheter model: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted:unk. (B)(4).

Event description:
It was later reported that the preoperative diagnosis was an intrathecal pump malfunction. There was an occlusion of the catheter. The patient had trouble with pain control, cyclic every 3 days for the previous few weeks. It was noted that the catheter dye study revealed no dye going through the catheter. It was assumed that there was a disconnection or leak in the catheter. The catheter revision took place on (B)(6) 2013 at which time the pump was to be replaced for battery depletion. During the revision the catheter was dissected and free flowing cerebrospinal fluid (csf) was observed. Dye was then injected and the patient complained of radicular pain in the right leg at this time. The dye was noted to spread along the epidural space into the lumbar area. Based on this, it was decided to put in a new intrathecal pump system. However; during the procedure the patient developed left lateral radicular pain and did not want to proceed with removing the pump. The patient was given IV opioid medications as well as increasing the given boluses; however, the patient continued to complain of radicular pain in the left lateral leg. The patient was given solu-medrol IV for possible nerve swelling and irritation. There was partial pain relief and the patient opted to go home. Patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that starting around (B)(6) 2013 the pump system started to break down and was not working two months prior to the pump replacement. The pump reportedly was not at end of service (eos) but "stops early and this past one was a couple years early. "Reportedly this was the "third time" as the reporter "wanted to say he had another one put in but did not know why." (See manufacturer report #6000030-2013-00191 for first implanted pump. Records indicate that the patient has only had 3 implanted pumps. Two previously explanted and the third pump still implanted) the patient would feel "like withdrawals" and then the pump would "put out" and the patient would be "ok" for a couple days. Reportedly, this occurred for a few months. The health care provider (hcp) initially was not available and no one could help. When the hcp had returned the patient was in a lot of pain and had "a lot" of withdrawal symptoms. The pump and catheter were replaced and reportedly the physician did not provide the reason why. The physician tried to withdraw fluid from the pump and could not get drug from the catheter. In addition, during this replacement, a catheter dye study was performed and the physician could not see where the dye went so "a lot of dye was put in the catheter and the patient experienced extreme, excruciating pain. The physician later told the patient the "dye covered all the nerves and the patient would have to learn to live with the pain."

Event description:
Additional information was received. It was reported that the patient had been getting some therapy, but it was erratic. The reporter was not sure when it started, but thought it had been sometime in the previous three years. It was specified that it the patient¿s pump was ¿jacked up¿ a little bit, the patient would show mild signs of increased drug and if it was dropped back down, ¿it would sort of cut back¿. It was found that there was an intermittent leak where the catheter went from the epidural space to the intrathecal space. A dye study was performed and it was seen that more of the dye ended up in the epidural space than the intrathecal space. As soon as the dye had been administered, the patient started complaining of pain in his left leg specified as a ¿nerve irritation¿. The reporter suspected that the dye was the irritant and the sensation was caused by withdrawn cerebrospinal fluid and the injected dye compressing things. At the time of report, the patient¿s catheter had been replaced, but as the physician was unsure how much leakage would be caused by pulling the catheter out, it was cut at the fascia level and tied off. The pump was also going to be replaced preemptively because it was around 5 to 6 years old. However, due to discomfort during the surgery, the pump replacement was delayed, but the pump was stopped. It was noted that a catheter revision had be done in 2010 to replace the pump segment, though it was unclear if it was performed for the erratic therapy or another reason. The reporter did speculate that the catheter issue was caused when the catheter was implanted in 2008. Either when the stylet was pulled back with the ¿two needles¿ too far down or in the process of pulling back on the catheter, which may had caused a partial shear. The device system was used to deliver dilaudid.